Manufacturer narrative:
Unit passed displacement test and self test. Unit properly downloaded detail trace, long trace and pump history files, however unable to locate sensor signal, problem isolated to pcb 2. (B)(4).

Event description:
Information received by medtronic indicated that the transmitter was not able communicate with the insulin pump. Self test was performed and received hardware low level failures alarm (pump error 63). Customer was able to clear the alarm and complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.